Manufacturer narrative:
Pump not in manufacture mode. The insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Detailed trace analysis shows that pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on , the pump was monitored and functioned properly. No unexpected pump error alarms, replace battery now alarms, or low battery alarms noted during testing. The pump was received with scratched case, cracked case behind the pump near the battery compartment, cracked retainer, faded serial number label, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got replace battery now alarm on insulin pump. Customer¿s blood glucose level was unknown. Customer stated that he did get a low battery alert prior to the replace battery now alarm. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.